Event description:
During a follow-up, decreased pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition.